Manufacturer narrative:
Based on the information available at this time, the specific complaint file covered by this investigation does not warrant CAPA escalation individually. If new information is received, the need for corrective action will be reassessed. Device complaints will be monitored through tracking and trending and escalated to CAPA when appropriate.

Event description:
It was reported that the patient presented for an unrelated procedure in (B)(6) 2017, an infection was confirmed at the surgical site. On (B)(6) 2018 the patient was hospitalized for the lead revision procedure. The lead and device were explanted and replaced on (B)(6) 2018. There were no adverse consequences to the patient during and post procedure.